Event description:
Around 12/16/98, the account reported a negative result on a serum sample which was tested with the testpack plus hcg combo assay. Another serum sample was drawn three days later from the pt, run on the vidas, and a result of 400 was obtained. The initial sample was then tested on the vidas and a result of 34 was obtained. No report of injury.